Event description:
It was reported to technical services on 05/03/2011 that this lv lead has dislodged and will be replaced on (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).